Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician¿s office on (B)(6) 2014 stated that no complications were reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.